Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. The physician elected to make any changes at this time. No adverse consequences for the patient were reported.